Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The device was removed from the body, and the tissue pad detached on the drape. Was getting ready to put back into the patient and noticed the pad missing. The pad was found on the blue drape. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the devices were received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm on both devices. The devices were tested with a generator and were functional. It is possible that the devices returned may have been used to complete the procedure and is not the device complained about.